Manufacturer narrative:
Approximately 65 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. Also, there were no cracks observed. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter was suspected to be cracked. According to the report, the catheter was replaced with a new catheter. Reportedly, at the time of explant, it was unknown if the catheter was cracked.